Event description:
It was reported that the user experienced frequent low blood glucose episodes while using the ilet. Review of device data indicated the user was overtreating hypoglycemia. The user was connected with the clinical team for education, and additional training was arranged. Symptoms included hypoglycemia reaching 62 mg/dl and hyperglycemia peaking at 386 mf/dl. Outcomes included the need for troubleshooting and education. Investigation included a review of available device and glucose data and consultation with the clinical team. Investigation of this case revealed user-related overtreatment of lows without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and behavior were the likely cause, mitigated through education and training.